Event description:
It was reported that lead dislodgement was observed. The lead was explanted when repositioning was unsuccessful. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.